Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was having a dialysis treatment, went into an arrhythmia and passed out. The patient was admitted to the hospital's intensive care unit (ICU). The onset arrhythmia appeared to show that the patient was in the arrhythmia prior to the recording of the episode. A review of the data noted there was a recorded untreated event as the rhythm corrected itself prior to delivering a shock. The caller was inquiring as to why the device did not deliver a shock. A boston scientific technical services consultant discussed that since there is no electronic data to review, then he can only speculate what was occurring prior to the event and the duration of the arrhythmia. The consultant further explained device function to the caller. No additional adverse patient effects were reported.